Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
(B)(4). Case description: tech would like to send 8110 unit in for repair serial # (B)(4). Failure device type: failure problem type: failure mode: case resolution: tech would like to send syringe 8110 unit in for repair the claws on unit when running the pm test will not close will need to replace the housing on unit, confirm level one repair quote to tech will call back once he has his po# to get unit in for repair services. Thank me for my assist.